Manufacturer narrative:
This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2010. It was reported that she is having trouble maintaining communication with the device via the charging system. In an effort to resolve this matter, a replacement charging system was shipped to the pt. F/u on the pt found that the alleged problem persists. In addition, she reports an increase in recharge time and heating at the ipg site during the recharge sessions. An appointment has been scheduled for further interrogation.